Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the case start issue has been completed. The impella automated controller was not received from the customer. The data analysis of the logs were partially consistent with complaint and show that pump detection was delayed by 1m27s, but the pump was eventually recognized and used on current console ic6610. During the delay, the epm circuitry was power cycled after pump was not detected for 20 seconds after the case start wizard step 3 prompt. This behavior is a mitigation mechanism in response to a rare pattern failure "epm crystal issue". When the console was tested by the field service engineer, the issue was not reproduced, and console was able to detect pump connection every time. The cause of the delayed pump detection was an issue with the crystal of the epm on the impellatronic board. This report is being filed as part of a retrospective review of historical records.

Event description:
The quality professional reported that the automated impella controller (aic) displayed an error message after the pump cable was connected to the controller during support preparation. It was reported the message "please connect the connection cable" was displayed on the controller screen. Reportedly, after replacing the controls, the same pump continued to be used and was able to be used without problems thereafter. There was no patient harm reported.